Event description:
It was reported that the customer was hospitalized due to high blood glucose and had a heart attack. The caller stated that the doctor recommended having the insulin pump replaced. The caller stated that the customer is unable to speak and she requested to add her into his account. Advised the daughter that a hippa authorization is needed before adding her name into the customer's account. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.